Event description:
It was reported the patient received the following results within 15 minutes: 347 mg/dl and 60 mg/dl. The patient felt fatigue which was a symptom of low blood glucose. The patient self-treated with glucose tablets.